Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that two months following an intraocular lens (iol) implant procedure, the iol was the wrong lens power and it was exchanged for a different lens model.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a difference of 3 diopters of power.

Manufacturer narrative:
Evaluation summary: the lens was returned wrapped in white gauze material. Viscoelastic was dried on the lens. One haptic is bent in the distal area. The optic is torn/cut into two pieces, typical of an insertion and removal. A lens bench evaluation could not be conducted due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause is most likely unrelated to the product. Information was provided that the iol was exchanged for a difference of 3 diopters of power. An iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. (B)(4).